Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 for a methicillin-resistant staphylococcus aureus (mrsa) bacterial driveline infection. A debridement and vacuum-assisted closure (vac) were performed, and vancomycin was administered. The patient was still hospitalized as of (B)(6) 2022 and would continue with their debridement, vac, and antibiotic therapies.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient was discharged on (B)(6) 2022.